Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02310, 0001825034 - 2021 - 02308.

Event description:
It was reported the initial left total hip arthroplasty performed. Legal notification received of unknown complications and indicate a possible revision has occurred approximately seven (7) years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.